Event description:
It was reported that during an orif distal radius surgery for an extra-articular distal radius fracture, the surgeon placed an 18mm volt locking screw which initially locked, but upon removal and attempted reinsertion, the screw would not lock at any angle. Subsequently, a 20mm volt locking screw was attempted in another hole but also failed to lock. Both screws were removed, and two screw holes were left unfilled. The procedure was completed after a 15-minute delay caused by the attempts to reinsert and remove the screws. There were no fragments generated and no patient consequences or impact reported. The plate and drill guide are implanted, while both screws were discarded.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.